Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update rfr z101 to aa09 as per case notes.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room and get hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer had blood glucose level over 300 mg/dl. Customer had vomiting. Customer had blood glucose level of 339 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting and insulin pump was working as designed. The insulin pump will not be returned for analysis.